Event description:
It was reported that during a laparoscopic gastric bypass procedures, had bad hemostasis problems with the device which resulted in four pumpers. On the fourth firing, the device fired nothing. Used hole to do gastrojejunostomy. Device quit firing all together and surgeon had to hand sew the hole and the gastrojejunostomy. There was no reported patient consequence.